Event description:
The customer reported that the systems' workstation breaker would stay on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the circuit breaker on the tower. The system was tested and found to be working as intended and put back in service.